Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included topiramate (topamax). In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant.). At the time of the report, the pelvic pain, genital haemorrhage, mood swings, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy for device removal:have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Current weight 184 lbs. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporters added and updated patient demographics. Historical drug, historical condition and concomitant disease were added. Added suspect drug inaction. On 2005, she implanted essure (2004). Added events hormonal changes describe: mood swings, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: constant uti, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain and did you undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.